Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. Affected channels were already noticed in october 2021, however due to covid-19 the user's guardian decided to wait until august 2022 with the revision surgery. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. Affected channels were already noticed on (B)(6) 2021, however due to covid-19 the user's guardian decided to wait until on (B)(6) 2022 with the revision surgery. The user was re-implanted.